Event description:
It was reported that before surgery, the surgeon found that the valve was leaking, so he changed to another product and finished the operation safely.

Manufacturer narrative:
(B)(4). The returned valve was patent, passed reflux testing and met all established specifications for pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a tear in the silicone dome above. It is unk how or when this damage occurred. The reported event stated that the leak occurred preoperatively, but proteinaceous debris found within the valve indicates that the device was used with a pt. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the mfg records showed no anomalies. No impact to the pt was reported. All of our valves are 100% tested at the time of manufacture.